Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The cable between the ventilator interface board to advanced breathing system flow sensors was replaced to resolve the issue.

Event description:
The hospital reported a malfunction that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.